Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: h4: device manufacturer date changed to unknown. A complaint history review by item number was conducted for the (tsvmb10 and tsv4b8) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. The returned implant was identified as item tsvmb10. After follow up the customer confirmed correct references as tsvmb10.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implants at tooth locations 37 and 46 were removed due to peri-implantitis. Additional appointment required: no.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.